Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a sensor error message on the same day he applied the adc freestyle libre sensor. Customer further reported that he experienced symptoms of headache, vomiting, and stomach ache. The customer noted that he could not obtain a blood glucose reading, and reportedly felt hyperglycemic, so he contacted emergency medical service. The emergency service came to the customer's home where a capillary test was performed with a reported result of "hi" and the customer was treated with insulin (humalog) and hydration serum. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported receiving a sensor error message on the same day he applied the adc freestyle libre sensor. Customer further reported that he experienced symptoms of headache, vomiting, and stomach ache. The customer noted that he could not obtain a blood glucose reading, and reportedly felt hyperglycemic, so he contacted emergency medical service. The emergency service came to the customer's home where a capillary test was performed with a reported result of "hi" and the customer was treated with insulin (humalog) and hydration serum. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and sensor kit were reviewed, and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.